Manufacturer narrative:
It was reported that small flecks of white material were shedding from blue towels when in use during surgery. Linting was noted from the blue towels onto patient skin. No harm noted at this time, lint was removed per surgical team, unsure if harm has occurred. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
Blue or towels are leaving lint on sterile field.